Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of a rewind issue. During investigation, the pump successfully completed the rewind, load, and prime steps successfully and exercised for 12 hours with no rewind issues occurring. The pump performed within required specifications. The pump cover was removed and no evidence of the moisture was observed inside the pump. The complaint of a motor rewind issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged the rewind stopped prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.